Event description:
It was reported that the customer received multiple altitude alarms during basal delivery. The customer's blood glucose level was not impacted. The customer would remove and reinstall cartridges. The alarms were cleared and insulin delivery resumed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.